Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. The account attributed the cause of these alarms to an extrinsic outflow graft obstruction (eogo). The reported eogo was unable to be confirmed, as no images were submitted for review. The controller event log file contained events from (B)(6) 2025. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having persistent low flow alarms since (B)(6) 2025. A computed tomography (CT) scan was performed on (B)(6) 2025 with concern for extrinsic outflow graft obstruction (eogo). Log files were submitted for review and captured intermittent low flow alarms starting (B)(6) 2025. The estimated flow was fluctuating below 2.0 liter per minute, and the pulsatility index (pi) values were non-variable and routinely in the 2.7 range. This type of pattern has been associated with the potential for an obstruction in the circuit. Eogo was confirmed via a computed tomography (CT) on (B)(6) 2025. The patient was asymptomatic when alarms began on (B)(6) 2025. The patient began reporting fatigue and mild substernal chest pain on (B)(6) 2025. The patient underwent an eogo bend relief (br) stenting on (B)(6) 2025 which immediately resolved low flow alarms. The patient was then discharged home on (B)(6) 2025 in a stable condition.